Event description:
It was reported that after the surgery the device broke in the foot. The cause is not known and at this stage there is no known non-union. No further information received. Update avoe 06-may-2022 it was confirmed that the initial surgery took place on the (B)(6) 2022 and the breakage was noticed with an x-ray during a control after the surgery. Currently the patient has no symptoms of pain or discomfort.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. No device was returned. Two x-rays of the implanted ar-8719mxds-2015 were provided. Upon inspection of the x-ray images, the device was noted as broken. Without return of the device, the most likely cause for the reported failure can be attributed to a patient-specific event.